Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when attempted by medical surveillance in order to obtain further information. The patient reported that on (B)(6) 2016 at 10:16pm he obtained results of "50 and 60mg/dl" on the subject meter which he felt were inaccurately high. The patient manages his diabetes by self-adjusting his insulin doses. The patient reported that on (B)(6) 2016 at 10:16pm he developed symptoms of "numbness of mouth and confusion" and that on (B)(6) 2016 at 10:40pm he visited the emergency room (ER) where he was treated with food or drink and then at 11:00pm he had his blood glucose tested on an ER meter which gave a result of "80 or 90mg/dl." During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or stored incorrectly. When a control solution test was performed the results were in range. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury reportable adverse event after the alleged product issue began.